Event description:
Tip of 8 french urethral silicone foley catheter broke from catheter. Noticed after catheter was removed from pt. Tip located in pt's blanket the next day. The pt was scheduled for an ultrasound to locate the missing tip. There was no harm to the pt.